Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-17214 and 1627487-2013-17215. It was reported the pt underwent a revision procedure on (B)(6) 2009. At this time, the device issue(s), the device(s) and what was done during the procedure are unk. Therefore, the scs ipg and scs leads are being reported.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.